Event description:
The medtronic synchromed ii model 8637-40 drug infusion pump failed to perform as intended. At the time of intrathecal baclofen refill on (B)(6) 2019, while the interrogation of the pump prior to procedure indicated a residual volume of 3.1 ml, an actual residual volume of 20 ml was withdrawn. The presence of excess residual of baclofen discloses that the pump had not been infusing at the proper rate. FDA safety report ID# (B)(4).